Manufacturer narrative:
D1 (brand name) and d4 (additional device information) were corrected. The reported complaint that "the white part of the cool line catheter (lot 180479) next to the manifold was leaking saline" was confirmed during functional testing. A leak from the catheter's shaft was observed at the distal end of the manifold. The root cause of the reported complaint was due to a small sharp cut. The reported complaint of a kink in the catheter was not confirmed during visual inspection. Visual inspection of the returned catheter was performed, and no kink or physical damage was found on the catheter. During functional testing, all infusion ports and extension tubes were flushed without resistance, except for the in/out luers due to the cut on the shaft. During the in/out lumen test, a leak from the catheter's shaft was observed at the distal end of the manifold, thus, confirming the reported complaint. When the shaft leak was observed under the microscope, there was a very small sharp cut, measuring 1mm, located at the distal end of the manifold. The pressurized functional testing could not be performed due to the shaft leak discovered during the in/out lumen test. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the cool line catheter with lot number 180479.

Event description:
On (B)(6) 2023 at 18:30, a cpa patient was brought to the hospital. At 19:30, temperature management using the thermogard xp ivtm system began. Around 21:30, the air trap alarm sounded, and the customer found that the saline bag was almost empty. The customer removed the icy catheter (lot 180479) and found the white part of the catheter next to the manifold was kinked and leaking saline. The alarm on the console was cleared. The customer replaced the catheter and temperature management was continued for the patient using the same console. No patient injury was reported.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.